Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, a small piece of material was hanging from the patient upon removal of a flexor ansel guiding sheath, prior to closure. Another manufacturer's atherectomy device was placed through the sheath during the procedure. The atherectomy device was difficult to advance up and over the bifurcation. Another manufacturer's laser device was used with no issues to complete the procedure. The procedure involved an intervention of the superficial femoral artery. The fragment was hanging out of the access site and was removed by hand. No part of the device remained in the patient. The bifurcation was normal. The hydrophilic coating was activated by hand with a 1x1. The atherectomy device was not activated while inside the sheath. The patient's outcome was good, and there were no complications. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The customer returned one used kcfw-6.0-18/38-45-rb-anl0-hc to cook for investigation. Physical examination of the returned device showed the inner lining of the sheath delaminated. The sheath was also buckled at 8.5 cm from the distal tip. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "warnings¿ ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ ¿how supplied¿ ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded a component failure contributed to this failure mode. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Event description:
Additional information was received 15sep2021 and 23sep2021. The procedure involved an intervention of the superficial femoral artery. The fragment was hanging out of the access site and was removed by hand. No part of the device remained in the patient. The bifurcation was normal. The hydrophilic coating was activated by hand with a 1x1. The atherectomy device was not activated while inside the sheath.

Manufacturer narrative:
Additional/corrected information: the following information was received 15sep2021 and was inadvertently omitted from the initial report submitted 16sep2021: a3, b3, b5. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, a small piece of material was hanging from the patient upon removal of a flexor ansel guiding sheath, prior to closure. Another manufacturer's atherectomy device was placed through the sheath during the procedure. The atherectomy device was difficult to advance up and over the bifurcation. Another manufacturer's laser device was used with no issues to complete the procedure. The patient's outcome was good, and there were no complications. Additional information has been requested.